Event description:
It was reported by consumer that the mattress on the (B)(4) bed started shredding a little over a year after he had purchased the bed. The consumer also states that the rail has started cracking on the side. He states that he has been calling in on these complaints since 2012 and no ones has helped him. He states he called the original dealer and was told they no longer handle medicare and referred him to us. He states he has called us numerous times, but there was no complaint in our system.